Event description:
It was reported that while running bd (B)(6) instrument the bottles are flagged positive. Confirmatory gram stain and subculture had no growth. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had a higher than expected rate of false positive (B)(6) bottles that the instrument flagged as positive but nothing was seen on gram stain and no growth as seen on subculture plates.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec fx40 ( p/n (B)(6). The customer reported false positives on their instrument. Bd remote assistance worked with the customer about the false positives. Due to lack of data of the issue the case has been closed. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10

Event description:
It was reported that while running bd bactec¿ fx40 instrument the bottles are flagged positive. Confirmatory gram stain and subculture had no growth. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had a higher than expected rate of false positive bactec bottles that the instrument flagged as positive but nothing was seen on gram stain and no growth as seen on subculture plates.